Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("two pieces of coiled at the base of left fallopian tube, metallic material embedded in the base of the right fallopian tube"), embedded device ("two pieces of coiled , metallic material embedded in the base of the right fallopian tube"), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and kidney infection ("infection (other) describe: kidney") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, cervical dysplasia, parakeratosis, cervicitis, vaginitis bacterial, cervical cancer, nabothian cyst, uterine bleeding, pyelonephritis, pap smear abnormal and left lower quadrant pain. Concomitant products included amlodipine since 2014, carvedilol since 2014, paracetamol (tylenol) since 2012 and sumatriptan since 2014. In 2012, the patient experienced rash ("rashes or skin conditions type: rash"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries), hysterectomy with bilateral salpingectomy and one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vulvovaginal pain, abdominal pain, abdominal pain lower, allergy to metals, kidney infection, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, migraine, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 coils were protruding from the left tubal ostia. In a similar fashion, the right tubal ostia was cannulated with 2 coils noted to be protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: impression: anteverted uterus, no fibroids. There is a linear hyperechoic structure noted in each uterine cornu, consistent with bilateral essure coil placement. Normal appearing ovaries, no ovarian cysts. Possible adnexal masses suggestive of pyosalpinx or hematosalpinx versus dilated bowel loops. Recommend pelvic MRI to further evaluate pelvic anatomy. Bilateral essure coils noted.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal haemorrhage , urinary track infections, dyspareunia, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and kidney infection ("infection (other) describe: kidney") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "two pieces of coiled at the base of left fallopian tube, metallic material embedded in the base of the right fallopian tube" (seriousness criteria medically significant and intervention required) and embedded device "two pieces of coiled , metallic material embedded in the base of the right fallopian tube" (seriousness criteria medically significant and intervention required). The patient's concurrent conditions included blood pressure high, cervical dysplasia, parakeratosis, cervicitis, vaginitis bacterial, cervical cancer, nabothian cyst, uterine bleeding, pyelonephritis, pap smear abnormal and left lower quadrant pain. Concomitant products included amlodipine since 2014, carvedilol since 2014, paracetamol (tylenol) since 2012 and sumatriptan since 2014. In 2012, the patient experienced rash ("rashes or skin conditions type: rash"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries), hysterectomy with bilateral salpingectomy and one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, migraine, dyspareunia and fatigue was resolving and the vulvovaginal pain, abdominal pain, abdominal pain lower, allergy to metals, kidney infection, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 coils were protruding from the left tubal ostia. In a similar fashion, the right tubal ostia was cannulated with 2 coils noted to be protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2017: impression: anteverted uterus, no fibroids. There is a linear hyperechoic structure noted in each uterine cornu, consistent with bilateral essure coil placement. Normal appearing ovaries, no ovarian cysts. Possible adnexal masses suggestive of pyosalpinx or hematosalpinx versus dilated bowel loops. Recommend pelvic MRI to further evaluate pelvic anatomy. Bilateral essure coils noted.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal haemorrhage , urinary track infections, dyspareunia, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs & medical record received. Reporter¿s information was added. Patient¿s demographics added. Added event abnormal bleeding (vaginal, menorrhagia), kidney infection, rash, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss. Nickel allergy, ¿two pieces of coiled, metallic material embedded in the base of the right fallopian tube¿-captured from medical record. Updated outcome of events. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.